Event description:
It was reported that during a laparoscopic hysterectomy procedure the surgeon was using the nseal device and when they going across the uterine artery it would not coagulate well. He then used an (B)(4) device and the same issue occurred. There was no measurable amount of bleeding reported. They then used a gyrus device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact.